Event description:
It was reported via repair work order that the lock support struts, seat, and seat frame were broken and may not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.